Event description:
Caller reported a discrepancy in the displayed and actual pump time, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by cts in updating the pump time and advised to monitor and follow up if the time discrepancy occurs again.